Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 10-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, ¿emergency lamp blinks due to faulty emergency lamp¿ was reproduced but the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsi) was informed that the customer¿s evis exera iii xenon light source was returned to the service/repair center for a reported ¿e-207 spare lamp error is coming/switching on the light source¿ that was found during preparation for use. Upon inspecting and testing, the service evaluation found the spare lamp blinking on the front panel due to faulty emergency lamp. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the spare lamp blinking on the front panel due to defective emergency lamp. The error e207 was confirmed. Additionally, there was excessive dust inside the unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.